Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusion can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The reporter, the pt¿s mother, reported that on (B)(6) 2011, the insulin pump would not power on. The pt replaced the battery to no avail. The pt ate lunch, and afterwards has a blood glucose reading of 400 mg/dl. The pt noted he was unable to take a bolus dose of insulin as the pump would not power on. The pt had to return home and take a bolus dose via a syringe. At that time, the pt experienced no symptoms of high or low blood glucose levels, and did not seek any medical attention. Troubleshooting revealed the pt had correctly replaced the battery and the battery cap was secure, there were no cracks in the pump casing, the threads were intact, there was no moisture in the battery compartment, and the pump had not been exposed to water or trauma.